Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+) was explanted due to the patient's dissatisfaction with their visual outcome. A new lal was implanted as a replacement. No additional information has been provided.